Manufacturer narrative:
(B)(4). Additional information: this involved an unremediated infusion pump with user interface module master software version 7:01:00. A service history review revealed that this device was not previously serviced for the reported condition, as this was an out of box failure. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "arrow up and arrow down keys intermittently unresponsive" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a the main keypad connection being loose. This was subsequently reconnected to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "found arrow up and arrow down keys intermittently unresponsive when later preparing to deploy pump". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.